Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was received with a broken belt clip slot.

Event description:
The customer reported via phone call that she had a button error alarm. Customer stated that the alarm keeps going on and off. Customer stated that she is at the beach right now and she thinks that it could have been caused by being in the sun or maybe she was lying on the pump. Customer stated that the pump did not get wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.